Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and a ruby coil. During the procedure, while attempting to advance the ruby coil through the lantern, the physician experienced resistance and was unable to advance the ruby coil further. The physician then decided to remove both the lantern and ruby coil. Upon removal of the devices, the physician noticed that the lantern was fractured at its mid-shaft. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2026-00012: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned lantern delivery microcatheter (lantern) confirmed that the catheter was fractured. If the lantern is advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may cause it to worsen to a fracture. Based on the reported event, the root cause of resistance could not be determined. Further evaluation of the lantern revealed ovalizations on the distal end. This damage may have also occurred during advancement against resistance and may have contributed to the resistance experienced while advancing the ruby coil during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern), ruby coils and a diagnostic catheter. During the procedure, the physician successfully implanted three coils in the target vessel using the lantern. While attempting to advance a ruby coil through the lantern, the physician experienced resistance and was unable to advance the ruby coil further. The physician then decided to remove the lantern and ruby coil. Upon removal of the devices, the physician noticed that the lantern was fractured at its mid-shaft. The diagnostic catheter containing the fractured segment of the lantern was then removed. The procedure was completed using a new lantern, additional ruby coils and the same diagnostic catheter. There was no report of an adverse effect to the patient.